Manufacturer narrative:
Batch review performed on 19 february 2018. (B)(4).

Event description:
Whilst the surgeon was removing the inner shaft from the implant after it was put in the disc space, the end piece used to unscrew inner shaft from implant popped off, and therefore surgeon was unable to disengage the implant from the inserter. He had to pull out both the inserter and the implant and open a new one successfully placed using an additional inserter. Five (5) min of delay. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by (B)(4) product manager. On the component there is a breaking of the shaft near the connection between the shaft and the wheel. The pictures attached show that the breakage is fragile. The route cause of the failure is not clear but it can be attributed to different factors: production welding based on the design together with the application of uncotrolled tightening torque.